Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was severely angulated aortic neck (90 degrees). The stent grafts were implanted, however, due to the angulation of aortic neck the bifurcated stent graft kinked and occluded the blood flow. The physician implanted a bare metal stent and the flow was restored. No additional clinical sequela were reported and the patient is fine.

Manufacturer narrative:
Other, medical intervention required - evaluation results: 90 degree aortic neck angulation, occlusion. Conclusions: 90 degree aortic neck angulation.